Event description:
Customer reported separated tubing. The customer stated the separation occurred at the male luer. She was also unaware if the separation occurred immediately after use. This incident occurred with the clearlink continu-flo solution set, product code 2c8519, with lot number r09l05014. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. Samples are available. No additional information was provided.

Manufacturer narrative:
The reported condition of separated tubing was confirmed. Four samples were received (1 used and 3 unused). The samples were visually inspected, in the three samples unused the results were satisfactory; all components were present, in the right position and complete. In the used sample the defect was confirmed. The tubing was separated from the male luer. The separation was not generated in the subassembly process; it could be originated by a trapped component after the subassembly or assembly process, weakening the assembly between the tubing and male luer lock. Dimensional test, pressure test and functional test could not be done because the sample is contaminated with blood. (B)(4)